Manufacturer narrative:
All available information was investigated, and the reported irregular wire position was not confirmed via device analysis. The reported unintended movement associated with the sgc operating differently than normal was confirmed as a normal function of the device. Additionally, the braided shaft was observed to be bent and the neutral zone of the sgc +/- knob was noted to be in an irregular position. The reported failure to advance could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported failure to advance, irregular wire position, and perforation were unable to be determined. The cause of the observed bent sgc shaft was unable to be determined. The reported unintended movement associated with the sgc operating differently than normal was determined to be a normal function of the device as it was noted to be within manufacturing specification. The investigation determined the irregular appearance of the sgc +/- knob neutral zone to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices. The reported hypotension was a cascading effect of the reported perforation. The reported patient effects of hypotension and perforation of vessels, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances.

Manufacturer narrative:
All available information was investigated, and the reported irregular wire position was not confirmed via device analysis. Additionally, the braided shaft was observed to be deformed. The reported failure to advance could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported failure to advance, irregular wire position, and perforation were unable to be determined. The observed deformed sgc shaft was likely due to post-procedural circumstances. The reported hypotension was a cascading effect of the reported perforation. The reported patient effects of hypotension and perforation of vessels, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation with a grade of 4. A steerable guide catheter (sgc) was inserted into the patient's anatomy. Upon inserting the sgc, resistance was noted. Fluoroscopy was check and the sgc had deviated from the vein path, resulting in a drop in blood pressure. Three graft stents were implanted to treat the perforation. The device was removed and it was noted that the position of the wire inside the sgc shaft was irregular. The device was replaced and one clip was implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported irregular wire position and unintended movement associated with the sgc deflecting slightly abnormal. Additionally, the braided shaft was observed to be bent and the neutral zone of the sgc +/- knob was noted to be in an irregular position. The reported failure to advance could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported failure to advance, perforation, and observed bent sgc shaft was unable to be determined. The reported unintended movement associated with the sgc deflecting slightly abnormal seems to be related to the reported irregular wire position. The investigation determined the irregular wire position and the irregular appearance of the sgc +/- knob neutral zone to be related to a potential product quality issue.the issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices. The reported hypotension was a cascading effect of the reported perforation. The reported patient effects of hypotension and perforation of vessels, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances.